Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The deputy of the cardiology department evaluated the device. No device problem was detected, the device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem found; it functioned within specifications. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating there were burn marks in the form of pad outlines on the patient after cardioversion. The pads were not used in the presence of a flammable anesthetic gas or high concentrations of oxygen. There were no items such as wires, cables, or ECG electrodes under the pads. It is expected that the reported injury will heal completely without permanent impairment. No medical intervention was reported. The burn was first degree; therefore, it was a minor injury.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx indicating there were burn marks in the form of pad outlines on the patient after cardioversion. Patient harm was reported as yes.